Event description:
It was reported that the patient was not dependent on the device and was asymptomatic. It was noted that backup vvi was observed on the implantable cardioverter defibrillator (ICD) following a cyber security update. No backup defibrillation therapy was available during the backup vvi. A device restoration was performed successfully. The patient was stable.

Event description:
New information notes the patient remained in backup mode for one day until restoration was performed successfully.